Event description:
Sounds like there is flouro, but the image is freezing and there are no live images. The system had to be rebooted twice during case. Foot pedal and the remote are not working.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.